Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing.  The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak, and service wrench) and would no longer power on. There was no report of any patient use associated with the reported issue.